Manufacturer narrative:
Investigation is on going, testing is being conducted by engineering team.

Event description:
A surgeon reported a product problem (broken implant). The surgery was performed on (B)(6) 2012. Follow-up visit on (B)(6) 2012 revealed a broken hammerlock implant in the left 2nd pip joint. The implant was removed due to swelling and discomfort. Sales manager who was notified about his incident does not have a part number or a lot number. The implant was given to sales manager by the doctor in a small jar without a label. He is shipping the implant back to biomedical enterprises inc facility.